Event description:
It was reported that during an attempt to place a balloon expandable stent in the iliac artery, the stent detached from the balloon. The stent could not be located under fluoroscopy. The procedure was completed with another stent. There were no reported adverse clinical consequences and the patient was reported to be doing well post-procedure.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this lot number for this failure mode. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.